Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed the their device was no longer functioning. Revision surgery took place in 2001 and the patient was reimplanted with another clarion device.

Event description:
In 2001, the pt was seen at the implant center for device evaluation. Testing performed by a co representative revealed there were out of range electrode impedances. The c1 device remained implanted. The next month, the pt was implanted on the contralateral side with another advanced bionics cochlear implant.